Event description:
It was reported that occlusion alarms occurred. The pump supplies were changed to address the issue. Additionally, it was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.